Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal. The customer's blood glucose level was not impacted. Customer indicated that the supplies on the pump would be changed and declined any further assistance from tandem technical support.